Manufacturer narrative:
The pump passed the self-test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and displacement accuracy test. Under delivery was not found during testing. No delivery anomalies noted during testing. Successfully downloaded history files and traces using thump and carelink. Several boluses were programmed, delivered and recorded properly in the pump history. Unable to confirm high bg's. Test sc1-cap and reservoir locked properly into reservoir compartment during testing. Upon removing keypad overlay, a flattened dome (creased) on the middle button was noted. After cutting unit open to perform visual inspection, no moisture damage was noted. The following were noted during visual inspection: cracked keypad overlay, scratched case, and pillowing keypad overlay. The customer¿s alleged under delivery was not confirmed during testing or in the history files. Allegations of no delivery anomaly were not confirmed when no delivery anomalies were noted during testing. However, allegations of keypad anomaly were confirmed when a flattened dome (creased) was noted on the center button. Allegations of cosmetic damage were confirmed when cracked keypad overlay was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, pump was exposed to xray and change altitude, keypad unresponsive, pump damage and insulin flow blocked. The customer reported blood glucose values of plus 400 mg/dl. The customer was treated with manual injection. The event involved product(s) mmt-1886. Troubleshooting was performed for hyperglycemia and the customer was using the auto mode/smartguard feature at the time of the event. The customer has been using the insulin pump system within 48 hours of reported event. No further patient complications were reported. No product return is required for mmt-1886.